Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
This MDR is for the leakage. External ref # (B)(4). Material no: unknown, batch no: unknown. It was reported that clinician and/or any patients have encountered leakage, ink smudged in stripes, and plunger does not slide well while using the bd® flu+ syringe 0.10 ¿ 1 ml: 25 g x 1" (0.5 x 25 mm) verbatim: clinician experienced: leakage. Tinta emborronada en rayas - ink smudged in stripes 'alguna raya o numero que no se veía con claridad - some lines or numbers that were not clearly visible, not reported to bd, no interruption of therapy. Embolo no desliza bien - plunger does not slide well embolo que no desliza con fluidez - plunger not sliding smoothly, not reported to bd, no interruption of therapy. Please see attached excel sheet for additional information.